Manufacturer narrative:
Device investigation narrative - one sterile (B)(4) 9x25mm biorci-ha screw returned. Dimensional inspection verifies that this is a 9x25mm product. It is less than one year old. The complaint indicated ¿attempt of implanting screw¿ and ¿removed because it was not stable and was considered damaged¿. The screw is dirty but otherwise fairly good condition. There is slightly compressed thread surface which indicate pressure/force with attempt. The complaint also indicated that pieces were retrieved from the patient. There visually does not appear to be any portion of the screw missing. No root cause related to the manufacturing of this device can be confirmed. No further investigation is warranted. Device evaluated by the manufacturer. Evaluation codes updated. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that after inserting the screw it was determined that the screw was not stable and it was removed. No patient impact was reported.